Manufacturer narrative:
External insulation abrasion was noted at 10.3-10.5 cm from the connector pin consistent with lead friction to the device can. The damage found was sustained during the surgical procedure.

Event description:
It was reported that an asymptomatic patient presented in-clinic for follow-up. Upon interrogation, multiple episodes of noise was noted on the right ventricular lead. The noise was reproducible with manipulation. The lead was explanted and replaced. The patient was stable post procedure and will be followed-up normally.